Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the superficial femoral artery (sfa). An ht command 18 guide wire (gw) was advanced through a non-abbott peripheral support catheter without issue. The command 18 gw was pulled out to re-shape and upon re-advancing into the anatomy, the gw met resistance with the non-abbott peripheral support catheter however it reached the target lesion. Atherectomy was performed and when the atherectomy device was removed, a ribbon of polymer coating was wrapped around it, which upon inspection appeared to be from the command guide wire. Additionally, a dissection occurred which was stented. The physician stated there was no way to know whether or not the dissection was from the command 18 guide wire polymer coating which detached in the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual, dimensional, and chemical analysis were performed on the returned device. The reported difficult to advance could not be tested due to the device condition. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two similar incidents from this lot. The reported patient effect of dissection is listed in the ht command 18 instruction for use (IFU) as a known patient effect. A chemical analysis was performed on the guide wire. The results noted, fourier transform infrared spectroscopy (ftir) did not detect presence or trace of adhesive on the core wire¿s outer surfaces circumference. Additionally, the unknown fiber was identified as polytetrafluoroethylene (ptfe). Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous lesion in the superficial femoral artery (sfa). An ht command 18 guide wire (gw) was advanced through a non-abbott peripheral support catheter without issue. The command 18 gw was pulled out to re-shape and upon re-advancing into the anatomy, the gw met resistance with the non-abbott peripheral support catheter however it reached the target lesion. Atherectomy was performed and when the atherectomy device was removed, the polymer coating was wrapped around it, which upon inspection appeared to be from the command guide wire. Additionally, a dissection occurred which was stented. The physician stated there was no way to know whether or not the dissection was from the command 18 guide wire polymer coating which detached in the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Nah6: type of investigation code 4112 - removed.

Manufacturer narrative:
Code changes concomitant products addedh6: investigation findingscode 213 - removed. H6: investigation conclusions code 22 - removed.